Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd syringe¿ with needle has been found blocked before use. The following has been provided by the initial reporter: it was impossible to pump with the needle, and can be pumped without the needle. It was suspected that the needle was blocked. Material no. 301940.